Manufacturer narrative:
Device evaluated by MFR: a promus premier select 20 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts from the proximal end were bunched. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 18nov2021. It was reported that the device was unable to cross the lesion. The target lesion was located in the 80% stenosed, moderately tortuous and mildly calefied left anterior descending artery. This 20 x 3.00 promus premier select was selected for the procedure but the device was unable to pass through the lesion. No patient complications were reported in relation to this event. However device analysis identified stent damage.